Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: the patient with history of morbid obesity was scheduled for vena cava filter placement prior to operative procedure. The femoral vein was accessed and an ultrasound probe was advanced to evaluate the iliac and inferior vena cava. An inferior vena cavagram was performed which demonstrated no evidence of duplication and identified the left renal vein at the level of l2. The filter was positioned and deployed under continuous fluoroscopy without difficulty. Completion venogram demonstrated filter placement. The catheter was removed and a dressing was applied. The patient was transferred in fair condition. Approximately ten years nine months post filter deployment, the patient with severe mitral regurgitation, moderate tricuspid regurgitation, intracardiac foreign body, and a possible septal defect was referred for surgical therapy. The chest and extremities were prepped and draped in sterile fashion and a medial sternotomy was made. The pericardium was opened and a foreign body measuring approximately an inch in length was removed from the inferior aspect of the right ventricle. This foreign body was seen on previous cardiac catheterization and maybe the explanation for the patient¿s pericarditis. Cardiopulmonary bypass was initiated and the patient was systemically cooled. The right atrium and fossa ovalis were opened and the mitral valve was inspected which demonstrated a significant cleft in the mid portion of l2. An annuloplasty ring was placed and sutured in place. The left atrial portions were closed and attention was turned to the tricuspid valve. Another annuloplasty ring was placed and sutured in place. The right atrial portion of the incision was then closed. The patient was then weaned from cardiopulmonary bypass and the sternum was reapproximated. The remainder of the chest was closed in layers and a wound vac was applied. The device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately ten years nine months post filter deployment, the patient with severe mitral regurgitation, moderate tricuspid regurgitation, intracardiac foreign body, and a possible septal defect was referred for surgical therapy. The pericardium was opened and a foreign body measuring approximately an inch in length was removed from the inferior aspect of the right ventricle. This foreign body was seen on previous cardiac catheterization and maybe the explanation for the patient¿s pericarditis. Therefore, based on the provided medical records the investigation can be confirmed for a detached filter limb. The investigations is inconclusive for the alleged filter migration to the heart, as only a filter limb was identified in the heart, and perforation of the ivc wall. Per the plaintiff profile form, the patient had the filter implanted in conjunction with or before bariatric procedure. Therefore, it is possible that procedural issues contributed to the reported event. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fracture is a known complication of vena cava filters. There have been reports for embolization of vena cava filter fragments resulting in retrieval of fragment using endovascular and/or surgical techniques. Most cases of the filter fracture, however, have been reported without any adverse clinical sequelae. Movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. Perforation of other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: it was reported a vena cava filter was deployed in conjunction with or before a bariatric procedure. After an unknown amount of time post filter deployment, the filter allegedly detached, had perforation of strut(s) into organs, migration of entire filter to heart, and the device was removed via an open chest procedure. Approximately ten years nine months post filter deployment, open heart surgery was performed to remove a limb from the ventricle. It was further alleged that no detached limbs are retained in the body. Based on a review of the medical records received, the patient with history of morbid obesity had a vena cava filter deployed without difficulty prior to an operative procedure. Approximately ten years nine months post filter deployment, the patient with mitral and tricuspid regurgitation and intracardiac foreign body was scheduled for surgical therapy. A median sternotomy was made and a foreign body was removed from the inferior aspect of the right ventricle which was previously seen on cardiac catheterization. Two annuloplasty rings were placed and secured. The sternum was reapproximated and the chest was closed in layers. No additional information was provided in the medical records received.

Manufacturer narrative:
No medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: the patient with history of morbid obesity was scheduled for vena cava filter placement prior to operative procedure. The femoral vein was accessed and an ultrasound probe was advanced to evaluate the iliac and inferior vena cava. An inferior vena cavagram was performed which demonstrated no evidence of duplication and identified the left renal vein at the level of l2. The filter was positioned and deployed under continuous fluoroscopy without difficulty. Completion venogram demonstrated filter placement. The catheter was removed and a dressing was applied. The patient was transferred in fair condition. Approximately ten years nine months post filter deployment, the patient with severe mitral regurgitation, moderate tricuspid regurgitation, intracardiac foreign body, and a possible septal defect was referred for surgical therapy. The chest and extremities were prepped and draped in sterile fashion and a medial sternotomy was made. The pericardium was opened and a foreign body measuring approximately an inch in length was removed from the inferior aspect of the right ventricle. This foreign body was seen on previous cardiac catheterization and maybe the explanation for the patient¿s pericarditis. Cardiopulmonary bypass was initiated and the patient was systemically cooled. The right atrium and fossa ovalis were opened and the mitral valve was inspected which demonstrated a significant cleft in the mid portion of l2. An annuloplasty ring was placed and sutured in place. The left atrial portions were closed and attention was turned to the tricuspid valve. Another annuloplasty ring was placed and sutured in place. The right atrial portion of the incision was then closed. The patient was then weaned from cardiopulmonary bypass and the sternum was reapproximated. The remainder of the chest was closed in layers and a wound vac was applied. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was received. Patient status was not provided. New information received: it was reported a vena cava filter was deployed in conjunction with or before a bariatric procedure. After an unknown amount of time post filter deployment, the filter allegedly detached, had perforation of strut(s) into organs, migration of entire filter to heart, and the device was removed via an open chest procedure. Approximately ten years nine months post filter deployment, open heart surgery was performed to remove a limb from the ventricle. It was further alleged that no detached limbs are retained in the body. Based on a review of the medical records received, the patient with history of morbid obesity had a vena cava filter deployed without difficulty prior to an operative procedure. Approximately ten years nine months post filter deployment, the patient with mitral and tricuspid regurgitation and intracardiac foreign body was scheduled for surgical therapy. A median sternotomy was made and a foreign body was removed from the inferior aspect of the right ventricle which was previously seen on cardiac catheterization. Two annuloplasty rings were placed and secured. The sternum was reapproximated and the chest was closed in layers. No additional information was provided in the medical records received.